Manufacturer narrative:
Other, other text: additional information was received indicating that the reported issue was found during pre-check, prior to use. Updated h6.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported force test error was found in the event history log (ehl). The error was also replicated during testing. The steady state reading of the force sensor (with no pressure on it) showed a count of 0 and - 1.95 lbs. This product issue was occurring because multiple components on the plunger head assembly were worn and because there was fluid ingression in the pump. The damage caused by the fluid ingression was attributed to the end user. A user interface issue was therefore established as the root cause.

Event description:
It was reported that the drive train on the medfusion pump exhibited a force sensor error. No patient injury or complications were reported in relation to this event.